Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user entered an incorrect dexcom g7 sensor pairing code when attempting to connect their cgm to the ilet, which delayed glucose data transmission until the code was corrected and pairing was completed. Symptoms included hyperglycemia with a reported peak of 360 mg/dl and prolonged elevated glucose. Outcomes included no alerts for sustained hyperglycemia, no use of backup therapy, no ketone testing, no medical intervention, and no immediate health effects. Investigation included customer support troubleshooting and education, verification and correction of the sensor code, and confirmation that glucose values were subsequently received on the ilet. Investigation of this case revealed user setup error related to cgm pairing, with device function restored after correcting the code and completing pairing. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.